Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline catalog: 3501660 lot: 5813891 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with mentor smooth round moderate profile 375cc saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, two devices with the same lot number engraved were returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. On device a, mentor product analysis lab discovered a rent measuring approximately < 0.1 cm within a crease and an area of siltex cracking on the posterior aspect. On the other hand, device b presented valve leakage and a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record (DHR) of lot number 5813891 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient underwent bilateral removal and replacement with ( left ) mentor siltex round high profile gel catalog: 3244425 lot: 7611650 sn: and ( right ) mentor siltex round high profile gel catalog: 3244425 lot: 7611650. Mentor also became aware that the patients initials were: (B)(6). Manufacturer¿s reference number: (B)(4).